Event description:
Rn noted arterial line alarm "disconnect" and went into the patient's room to assess the situation and observed blood at site of the arterial line. The rn performed visual inspection and identified that the arterial line had broken off at the hub into catheter insertion. The remaining catheter was removed from the artery and pressure held to stop the bleeding.